Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received. Patient reported they needed the phone number for the medtronic lady that deals with their hcp (see secure note for hcp information). Patient was working with a medtronic representative and was able to connect to their implant on the (B)(6) but then on the (B)(6) the patient was no longer able to connect to their implant for they received a symbol of a doctor while recharging. Patient could no longer make connection to their implant. Patient said the representative that they worked with was great but they lost their card. Pss reopened case to email the local field representatives advising them to contact the patient. Patient noted that they were close to the end of life and the patient appreciated the medtronic device for the device works for them but currently the device did not work and the patient noted they needed the device. Pss closed case.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. The reason for call was pt reported seeing reposition antenna on the recharger for their "right side" - likely referring to issue reported in (B)(4). The patient was redirected to their healthcare provider to further address the issue. Pt reported they tried both rechargers on that stimulator and neither connect. Pt confirmed they are able to connect to the other side stimulator without issue. Pt stated they were able to charge "about 4 days ago" then later stated they first saw the reposition antenna message on friday and the recharging session was for 4-5 days before that. Pt did mention no falls/trauma but they have been losing weight but the implant site seems unchanged. Pt has an upcoming appointment with a dr. (B)(6) on the 28th. Pt stated they have also worked with dr. (B)(6) and the (B)(6). Pt mentioned they have pretty high settings and was told their stimulator would only last 5 years. Pt mentioned the rapy works well for him so this right side stimulator not functioning means only 50% is working for the pt.